Event description:
On june 25, 2006 the lay patient and her daughter contacted lifescan (lfs) alleging that the pt's one touch ultra meter was displaying three dashes and the calibration code was missing. The medical affairs specialist (mas) sent a letter to the pt since she could not be reached via phone on two different days at different times. The following information was provided during the initial call to lfs: the pt had not used the reported meter "in a long time." The patient's daughter told the customer care agent (cca) "it was a few months back" when the patient felt dizzy, nauseated, and had unspecified "heart symptoms." The daughter could not recall the specific date of the incident. The pt attempted to test with the reported meter and "couldn't get her meter to read." The patient went to the emergency room (ER). Results obtained in the ER were not provided; however, the patient received treatment with insulin. No information was provided regarding the pt's diabetes treatment regimen. The cca walked the pt through resolving the three dashes and missing calibration code issue. The meter, test strips, and control solution were replaced. The complaint is reported because the pt was unable to obtain a result on the lfs meter. She experienced symptoms that the pt and the other reporter would not specify and received insulin treatment in the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Device ID for the d4, "other #" field is: 1-av-1086